Event description:
It was reported that the patient experienced a low blood glucose event after failing to enter a meal announcement, with elevated glucose noted around dinnertime and subsequent hypoglycemia after automated correction dosing; education was provided on the importance of timely meal announcements. Symptoms included hypoglycemia. Outcomes included no hospitalization and no alerts or alarms. Investigation included a review of use history and patient report, with troubleshooting and education completed. Investigation of this case revealed user error related to a missed meal announcement, with device performance consistent with design and correction dosing logic. It was concluded, based on previously established findings for similar reports, that the cause was user error due to missed meal announcement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.